Event description:
It was reported that there was a shocking or jolting sensation. It was noted that the patient had been experiencing shocks starting about 2 years after implant which was in 2000. Refer to manufacturer report #6000032-2013-00188 for information on shocking with the previous devices. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Product ID 748251, serial# (B)(4); product type extension product ID 3387-40 lot# l75840; product type lead product ID 7428, serial# (B)(4), implanted: 2005 (B)(6), explanted: 2008 (B)(6); product type implantable neurostimulator product ID 748251, serial# (B)(4); product type extension product ID 3387s-40 lot# v063570; product type lead. (B)(4).